Manufacturer narrative:
H6: device problem: 1260 component code: 4756 type of investigation: 3331; 10 investigation findings:3252 investigations conclusions: 19; 61 h10: a review of the device history records found no manufacturing, processing, or design related irregularities that would cause this type of irregularity. The instrument was found to be properly manufactured and released in accordance with the device master record. An evaluation of the returned t27 driver found the distal tip had fractured and broke at an angled inclining direction. The fractured end appears to be crisp and clean which suggest the break occurred in a snapping motion rather than a rotation direction that would be expected with instruments intended use. This indicates the instrument failed due to excessive lateral bending/fatigue stress. There were no pieces of the fractured tip left in the patient. It did not return to atec as it was likely discarded at the hospital. The t27 set screw driver (87134) is design to be used in conjunction with the torque limiting t-handle which delivers the proper amount of torque to the set screws within the arsenal polyaxial screw. Once the proper torque is achieved an audible click will be heard indicating the screws are properly seated and no additional torque can br delivered.

Manufacturer narrative:
The returned instrument is currently being evaluated. A follow up report with results of the investigation will be submitted upon completion.

Event description:
The distal tip of the driver snapped off during surgery. No patient injury reported.